Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was not connecting to the ilet device, consistent with intermittent signal loss between the cgm and the ilet, and the caregiver was guided to toggle the settings and wait for reconnection. No adverse clinical symptoms reported. Outcomes included restoration of cgm connectivity with no alerts or alarms and no need for medical care. User support included customer service troubleshooting and education with confirmation of successful reconnection. Investigation of this case revealed a resolved communication issue between the cgm and the ilet consistent with temporary signal loss without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related interaction resulting in transient communication disruption.